Event description:
A customer contacted beckman coulter inc. (Bec) to report that patient's urine sample was tested with the icon 25 hcg test kit and a negative (-) result was obtained. The sample was re-tested four times and all results were negative (-). A serum sample collected from the patient gave a result of 176,000miu/ml. Patient's urine was observed to be turbid. The patient was given hydration via IV, and patient's urine following the hydration was observed to be clearer giving a weak positive (+) result. The test was repeated for four times and all re-tests were weak positive (+). All tests were performed on the same day. No effect to patient has been reported.

Manufacturer narrative:
Investigation performed by bec using retainer test devices from the complaint lot (0110033) and return devices indicate devices performed as expected. Expected positive (+) results were obtained for lot using positive control and confirmed clinical urine (164500miu/ml). The patient's turbid urine sample produced a moderate positive response and the patient's urine sample after hydration produced a strong positive response. A clear root cause for this event has not been determined to date.